Event description:
On 3/18/10, during device evaluation by baxter, the stop key on a colleague cx volumetric infusion pump single channel was found to be inoperable. The reported condition was identified during the baxter pal (product analysis lab) evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The reported condition of an inoperable stop key was confirmed. The open and stop keys are inoperative due to cracking of flex cable from bending. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. (B)(4).

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 272 mg/dl and 133 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.